Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 570 mg/dl after a supply change that was not completed properly at her assisted living facility, resulting in inadequate insulin delivery. The user was hospitalized at (B)(6) hospital and treated with exogenous insulin before being discharged on (B)(6) 2025. The user has since discontinued use of the ilet.